Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient was hospitalized for driveline infection after doing his own driveline dressing daily not covering properly and used too much chloroprep. He is being treated with intravenous antibiotic invanz in the PICC line. The patient was discharged.

Manufacturer narrative:
Additional information: 07/06/2016 states that patient was discharged last week with PICC line. There has been some improvement in the dl infection with the IV invanz. He has one more week of treatment. We will repeat bc at the end of (B)(6). He will be on chronic po abx therapy (levaquin.) Driveline cable hw24070 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw24070; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the driveline cable from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.